Event description:
According to the event description on (B)(6) 2026, the injured person died at (B)(6) unit). The injured woman's daughter-in-law, who was present, reported that the injured woman received a 50ml morphine infusion within 45 minutes, and not as intended, at a flow rate of 2 ml/h.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).we received: one infusomat space, 8713030, serial no.: (B)(6) software version 686n030005.the history files were read out and analyzed. According to the history investigation, it was possible to detect, that the device was not in op-eration on the reported day of occurrence (B)(6) 2026). The last use of this device was detected for (B)(6)2026.after consulting with the safety officer, no further investigation was performed, caused the de-vice was not in operation.the reported defect could not be confirmed.please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info:UDI number(B)(4)premarket submission # k083689, k142596, k191910